Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a primary r tha. Subsequently, the patient lost her balance and experienced a fall on unknown date and had r pubic ramus fracture. Healed pubic fractures were confirmed by x rays that have been already been reviewed when we received. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with office notes that showed the patient stated that she lost her balance landing on the right hip on an unknown date. The x-rays taken and reviewed showed that there were healed fractures of the superior and inferior pubic rami on the right side. Review of the device history record identified no deviations or anomalies would contribute to reported event. The patient experienced fall and bone fracture. However, it's unknown when each event happened and if the fall lead to the bone fracture or not. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.